Event description:
Per (B)(4), the abutment failed to detach from the implant. It was removed and another implant was placed during the same procedure. There was no adverse patient event associated with this event.